Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome ii handpiece had coating problems with the device and width plates. Add'l clinical info determined the event occurred prior to surgery during kit inspection. There was no pt involvement, harm or delay in surgery.